Manufacturer narrative:
Product ID: 8780, lot# n381770002, implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial #: unknown, product type: programmer. (B)(4).

Event description:
Additional information: it was later reported that the patient was in surgery for replacement of pump due to end of battery life issues. The cause of the event i.e. Problems coming out of anesthesia, was undetermined but not felt to be related to device per this reporter. Patient outcome was stated as no injury and the patient recovered without sequelae. It was stated that the drug in the pump was lioresal.

Event description:
It was reported that, following a pump and catheter replacement, the patient had problems coming out of anesthesia. It was indicated that because of the problems, the daily dose was decreased from 425mcg/day to 125mcg/day. The dose was later decreased to the minimum rate of 15.2mcg/day. On the day of report, the healthcare professional (hcp) planned to increase the dose to 25mcg/day. The hcp had also ordered a lower concentration of drug and planned to remove the system contents. The device system was used to deliver compounded baclofen. Refer to manufacturing report #3007566237-2013-02644 for details pertaining to the pump and catheter replacement.